Event description:
Reporter stated that in 2003 the pt went to the hosp with elevated blood glucose (>400 mg/dl); pt was vomiting. Treatment received: IV (content of IV was not specified). Pt was released from hosp on the same day.